Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2015 for 2 or more ventricular tachycardia non-sustained episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 422 ventricular sic; ventricular tachycardia non-sustained episodes with evidence of lead noise oversensing. Concomitant medical products: d224drg, ICD, implanted:(B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert for fast non-sustained ventricular tachycardia episodes and short interval counts. A fracture was suspected. The patient was fitted with a life vest until the lead was capped and replaced. No patient complications have been reported as a result of this event.